Event description:
It was reported the patient reported the device was no functioning as intended and as a result the entire system was explanted on (B)(6) 2024 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.